Event description:
A customer reported a cracked and shattered touchscreen on their insulin pump, which made the touchscreen unresponsive. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to manual injections for insulin therapy.